Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump has a crack in the case. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.